Event description:
It was reported that a remote transmission was sent and the ventricular high rate showed some noise/t-wave oversensing (twos) on the right ventricular (rv) lead. High thresholds on the rv lead and non-physiological intervals on the ventricular high rate without electrograms were also noted. No electrograms were collected for the atrial high rate episode from the implantable pulse generator (ipg). The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).